Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The boston scientific technical services consultant advised to clear the code message and consider emergent abandonment or extraction of the involved leads. Device replacement and lead integrity evaluation were recommended. This ICD remains in-service at this time. No adverse patient effects were reported.